Event description:
It was stated initially that the insulin pump was giving repeated no delivery alarms. Troubleshooting was performed and the insulin pump passed the prime test with no alarms. It was then stated that the customer was hospitalized three months ago with a high blood glucose reading of 800 mg/dl. The customer asked to have the insulin pump replaced due to the repeated alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the no delivery test. No excessive no delivery alarms were noted.